Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve pacing was not present and so the double stop technique was performed. The case was completed with cryo. After the procedure, phrenic nerve pacing was not present and the patient was hospitalized for two days. The phrenic nerve had not recovered when the patient was discharged. No further patient complications have been reported as a result of this event.